Event description:
The ventilator was connected to a pt when the ventilator failed to cycle. The ventilator was removed from the pt. The customer reports that at this time there appears to be no pt injury. Allegedly, no alarms were activated.